Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2010.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for high rate non-sustained episodes and sensing integrity counter (sic). It was determined the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) when the patient was in atrial fibrillation with rapid ventricular response. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.